Event description:
It was reported that the patient presented in clinic for a follow up with a right ventricular lead that exhibited loss of capture, r wave amplitude variation, and high pacing impedance. No interventions were reported. The patient was in stable condition.

Event description:
New information notes that the patient's right ventricular lead was explanted and replaced on (B)(6) 2022. The patient was discharged post-procedure.